Event description:
It was reported: 'in the operating room, the nurse verified that the material was not in good condition before opening the package. The catheter was not opened because she noticed that the wire guide was bent'. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one (1) photo for analysis. The photo shows a kinked guidewire within a sac kit that displayed folds/creases in its packaging. The customer also returned one (1) unopened arterial catheter set: 20 ga x 8cm sample for investigation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed the guidewire and protective tubing were kinked. The kit was opened to analyze the contents within, which revealed the packaging crease aligned with the kink on the guidewire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guidewire measured 177mm from the distal end. The guidewire length measured 351mm, which is within the specification limits of 345-355 mm per guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guidewire was confirmed through complaint investigation of the returned samples. A kink was observed on the guidewire body, which aligned with kink on the protective tubing. The returned packaging had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported: "in the operating room, the nurse verified that the material was not in good condition before opening the package. The catheter was not opened because she noticed that the wire guide was bent". There was no patient involvement.